Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce a burger and fries meal, with cgm reading high and a reported insulin on board of 14 units while away from supplies; upon returning home, the user measured a blood glucose over 400 mg/dl and self-administered 10 units of novolog, after which blood glucose decreased to 164 mg/dl and then 132 mg/dl. Symptoms included extreme dry mouth. Outcomes included self-management with backup insulin and no medical intervention or hospitalization. Investigation included customer counseling on accessing pump supplies or using backup insulin to mitigate risk and completion of a blood glucose questionnaire. Investigation of this case revealed user error related to a missed meal announcement, with the device functioning as designed when proper use was resumed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to missed meal announcement.